Event description:
It was reported that during an unk procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Date sent: 12/10/2008. Info not available, device not returned for analysis.